Manufacturer narrative:
Checking manufacturing records for lot #18at20t and 2018949 showed no pre-existing anomalies found on the component manufactured with these lot #'s. Will submit final report once the investigation is complete.

Event description:
Shoulder smr revision surgery performed on november 23rd, 2021, due to loosening. Preoperative diagnoses was failed reverse total shoulder and possible infection. Post operative confirmed the failure "glenoid component was loose" but showed that there was no infection. Components explanted: smr cementless finned stem, commercial code #130415140 - lot #1916281 - ster. #1900429; smr reverse humeral body, commercial code #135215010 - lot #2019059 - ster. #2000353; smr rev. Liner retentive +6 mm, commercial code #136150820 - lot #18at20t - ster. #1900117; smr glenosphere ø 36mm, commercial code #137409111 - lot #2018949 - ster. #2000330; smr small-r connector +4, commercial code #137415314 - lot #2005275 - ster. #2000200; smr glenoid peg tt small-r #s, commercial code #137514651 - lot #2025315 - ster. #2100020; smr glenoid baseplate small-r, commercial code #137515605 - lot #2021695 - ster. #2100002; previous surgery - 19-feb-2021; patient - female; birth date - 07-june-1947; event happened in u.s.

Event description:
Description shoulder smr revision surgery performed on (B)(6) 2021, due to loosening. Preoperative diagnoses was failed reverse total shoulder and possible infection. Post operative confirmed the failure "glenoid component was loose" but showed that there was no infection. Surgeon elected to use glenoid side: allografted and then reconstructed with a 3rd party implants. Components explanted: smr cementless finned stem, commercial code #(B)(4) - lot #1916281 - ster. #(B)(4) smr reverse humeral body, commercial code #(B)(4) - lot #2019059 - ster. #(B)(4) smr rev. Liner retentive +6 mm, commercial code #(B)(4) - lot #18at20t - ster. #(B)(4) smr glenosphere ø 36mm, commercial code #(B)(4) - lot #2018949 - ster. #(B)(4) smr small-r connector +4, commercial code #(B)(4) - lot #2005275 - ster. #(B)(4) smr glenoid peg tt small-r #s, commercial code #(B)(4) - lot #2025315 - ster. #(B)(4) smr glenoid baseplate small-r, commercial code #(B)(4) - lot #2021695 - ster. #(B)(4) patient medical history - patient has a history of left shoulder rotator cuff arthropathy. (B(6) 2021 shoulder surgery due to cuff failure. (B)(6) 2021, shoulder revision surgery performed for loosening. (Object of this report) (B)(6) 2022, shoulder revision surgery, due to loosening. This event was registered as limacorporate complaint 20230069 and reported to FDA as MFR #3008021110-2023-00027. (B)(6) 2022 surgery: left shoulder evacuation of hematoma and irrigation and debridement followed by wound closure. Patient - female birth date - 07-june-1947 event happened in u.s.

Manufacturer narrative:
Checking manufacturing records for lot #18at20t and 2018949 showed no pre-existing anomalies found on the components manufactured with these lot #'s. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were available. Based on the information received, we are not able to further investigate the root cause of the event. However, considering that; · check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #'s. · patient has a history of left shoulder rotator cuff arthropathy. We can suppose that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to loosening is 0.09%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is the final MDR.